Manufacturer narrative:
Device evaluated by MFR.: a watchman delivery system with the implant was returned and the reported sheath kink was confirmed. The implant, sheath, hub, core wire and tip were microscopically and visually examined. Inspection found numerous kinks and buckling in the sheath. The tip was damaged as the tri-cuts were flared, the distal marker band was kinked, and there were abrasions on the inside of the sheath at the tip. The implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then redeploying in the anatomy. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the wds became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During delivery of closure device, there was some resistance and it was noted that the end of the wds was kinked after it was recaptured. The procedure was completed with a new 30mm wds. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During delivery of the closure device, there was some resistance, and it was noted that the end of the wds was kinked after it was recaptured. The procedure was completed with a new 30mm wds. There were no patient complications or consequences that occurred as a result of this event.